Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose, (B)(6) 2018 with blood glucose level was 295 mg/dl at time of incident and the current blood glucose level was 232 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. The device will be returned for analysis.